Event description:
Customer reportedly rec'd results of 462 mg/dl, 223 mg/dl, 155 mg/dl, and 277 mg/dl on the compact plus system within 10 minutes. Customer reportedly took 10 extra units of r and n insulin, however, no adverse event reported. Requested return of suspect system and replacement was sent.